Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of a thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis and a gore® tag® thoracic branch endoprosthesis. Prior to placement of a 26 fr gore® dryseal sheath in to the right common femoral artery, the arteriotomy was serially dilated to accommodate the 26 fr introducer sheath. Reportedly, the conformable gore® tag® thoracic endoprosthesis was successfully deployed in the descending aorta without issue. Additionally, the gore® tag® thoracic branch endoprosthesis was successfully deployed in the left subclavian artery. An intra-operative angiogram was performed which showed the endograft to be widely patient with no evidence of endoleak. It was reported, during removal of the thoracic branch endoprostheses delivery catheter the valve within the 26 fr gore® dryseal sheath became dislodged (cause unknown). Reportedly, the damage to the sheath resulted in a blood loss of 1600 ml and the patient requiring a transfusion of 6 units of blood products. The leaking sheath valve was reportedly plugged by inserting a 22 fr gore® dryseal sheath. The dilator was then positioned within the sheath and the sheath was withdrawn. It was reported, the procedure concluded with exclusion of the aneurysm and the patient tolerated the procedure.

Manufacturer narrative:
(B)(4). Concomitant medical products: the patient's medications: includes;xanax , eliquis, lipitor, coreg, zyrtec, plavix, vitamin d2, lexapro, lasix , norco, nystatin topical powder, prilosec, and potassium chloride. Device evaluation - the gore® dryseal sheath was returned to gore for evaluation. During the investigation, dyed water was used to pressurize the valve. The valve was able to be pressurized, however a small leak in the valve was visually confirmed. Upon disassembling the valve for further investigation, no holes or tears were found in the dryseal film tube. The root cause of leak in the valve could not be determined with the available information. The findings from the evaluation were not consistent with the reported observations of the valve becoming dislodged from the sheath. The root cause of leak in the valve could not be determined with the available information.